Event description:
Pt was implanted with topas on (B) (6) 2008. On (B) (6) 2009, pt reported urinary stress and urge incontinence. Medication: toviaz. The site determined event was remotely related to device and procedure.